Manufacturer narrative:
It was reported to the service center that a quick clip pro(hx-202ur) misfired during a therapeutic colonoscopy. It has been reported there was no patient injury. The device has not been returned to service center for evaluation. Therefore, the exact cause for the event cannot be determined. Based on warning statements included in the instruction manual, the following instructions were provided to prevent early deployment/misfire. "Hold the tube joint and the slider still when inserting the instrument into the endoscope. Otherwise, the clip will open or extend from the tube sheath. It may also cause the insertion portion of the instrument to extend from the distal end of the endoscope abruptly. Do not insert the instrument into the endoscope if the stopper is not attached to the tube sheath between the tube joint and control section. Otherwise, the clip will extend from the tube sheath."

Event description:
The service center received a report of a quick clip pro (hx-202ur) that misfired during a therapeutic colonoscopy. The physician went to clip a polypectomy and the clip misfired without clipping the site; the clip had released, and the spring fell out. It was reported there was no resistance when the clip was closed. The intended procedure was completed not using the same device. No other equipment was replaced during the procedure. It was reported the event caused the procedure to take longer, but there was no reported patient injury.